Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The viatrac 14 plus device is filed under a separate medwatch manufacturer report reference number.

Event description:
It was reported that during a renal artery procedure the herculink elite stent delivery system (sds) was advanced across the lesion but prior to deployment a bent stent strut was noted. The device was successfully removed with resistance as the bent strut caught on the sheath; there was no dislodgement. A non-abbott device was used in the procedure. During post dilatation the viatrac 14 plus balloon dilatation catheter (bdc) was positioned across the lesion but ruptured during the initial attempt to pressurize the balloon. There was no adverse patient effect. A different balloon was used to complete the procedure without issue. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: visual, dimensional and functional inspection was performed on the returned device. The reported damaged stent was confirmed. The reported difficulty to remove the stent could not be tested due mangled struts. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported stent damage; however the reported resistance with the introducer sheath during removal appears to be related to the circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.